Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having high powers while admitted to hospital for heart failure symptoms including fatigue, weight gain, and edema in the legs and abdomen. The patient was having high powers with high flows on the device the resolved on their own. The patient was off anticoagulation and antiplatelet medication since initial implant in 2015. An echocardiogram would be done to assess device function, right ventricle function, and assessment for potential clot. There were no abnormalities seen on the echo and a clot was not able to be confirmed or ruled out. The patient was on diuresis and medication management and remained stable without symptoms.

Manufacturer narrative:
Manufacturer's investigation conclusion: elevations in pump power were confirmed through the evaluation of the submitted log file. However, a direct cause for these elevations could not be conclusively determined through this evaluation. Additionally, a direct correlation between the reported right heart failure and patient condition and the device could not be established through this evaluation. The submitted log file contained data from (B)(6) 2022 to (B)(6) 2022. Pump power was slightly elevated for lines of data captured between (B)(6) 2022 and (B)(6) 2022. No other notable events or alarms were recorded. The pump appeared to be operating as intended at the set speed. The patient remains ongoing with heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this IFU lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including right heart failure. Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 6 of the IFU also provides information on anticoagulation, including recommended international normalized ratio (inr) values. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index (pi). The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.